Event description:
It was reported that this time, there was no urine flow during the operation, so the operation was stopped and the foley catheter was replaced, and urine flow was confirmed. Saline injection and suction were also not possible. The problem had continued for quite some time, and it was a poor quality product.

Manufacturer narrative:
The reported event was not confirmed. Five photos were received for evaluation. The first one shows a top view of the three-way catheter. The second photo shows the deflated balloon and cuffing is noted. The next two photos show the catheter and tray's lot number printed in the cap and in the label. The last photo shows a note in native language. Received 1 all-silicone temp sensing foley catheter. Per visual inspection it was noted obstruction in the drainage funnel. The drainage funnel was flushed with water and the obstruction was noted again, there was no flow after the funnel into the shaft. The balloon was inflated using an in house syringe and 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) with no issues, concentricity was found to be 50:50. The inhouse was connected and the balloon passively deflated in 2min and 6 seconds however cuffing was evidenced. No root cause could be found because the reported event was unconfirmed. The reported event was unconfirmed therefore a device history review was not required. The reported event was unconfirmed therefore a labelling review was not required. Correction: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this time, there was no urine flow during the operation, so the operation was stopped and the foley catheter was replaced, and urine flow was confirmed. Saline injection and suction were also not possible. The problem had continued for quite some time, and it was a poor quality product.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.